Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient had the screen 12 or 13, unable to find device, on their device. The patient took out batteries and put them back in but that did not resolve the issue. The patient also reported they stopped feeling stimulation 2 days before the report and on the same day they hit the wires when getting into a car and it kind of hurt. The patient started seeing the unable to find device screen a day after. The patient stated they had moments since 3 days before the report where they couldn't stop tinkling but it was definitely helping before that. The patient was redirected to their healthcare provider. No further complications were reported.